Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with left plunger case damaged. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion testing were performed. The customer reported problem was confirmed. According to the investigation, the pump plunger tube screws were broken off the carriage and this was due to user interface. Investigation replaced the pump carriage and plunger tube. Replaced clutch half's left and right with leadscrew and spring as a preventative measure. The problem source of the reported problem is user interface.

Event description:
Information was received that during pre-use testing of this smiths medical medfusion 3500 pump, the pump exhibited check clutch/plunger lever error. No patient involvement reported.